Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer would shut down. The programmer shutdown during testing and would not power back up. The micro processor unit (mpu) was replaced. Analysis also noted that the power cord bay was broken, both keyboard hinges were broken, the hard drive was at 98 percent health, and the electrocardiogram (ECG) connector was loose. The power cord bay assembly was replaced, the keyboard hinges were replaced, and the printed circuit board (pcb) connected to the ECG connector was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not stay on even with different power cords. It was further reported that the programmer would occasionally not turn on and other times would boot-up normally and then shut down unexpectedly with no shutdown sequence and no warning. The user changed the power cord but the issue persisted. The programmer was returned for service. There was no patient involvement.